Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a lasso® nav eco catheter for which biosense webster¿s product analysis lab (pal) identified the first electrode detached from its position and observed lifted the electrode. During the procedure, the device was recognized by the carto but the catheter electrode was not visualized on the carto system. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-jun-2024, the first electrode was detached from its position and observed lifted the electrode. The event was originally considered non-reportable, however, bwi became aware of the first electrode detached from its position and observed lifted the electrode on 11-jun-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-jun-2024. The device evaluation was completed on 11-jun-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed that the first electrode was detached from its position and observed lifted the electrode. A magnetic sensor functionality test was performed, the catheter was recognized, and no error code was observed, however, the first electrode was visualized in black color, and this condition could be related to the open circuit. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The visualization issue reported by the customer was confirmed. The potential cause of the electrode damage could not be established. Carto3 instruction for use (IFU) recommendation: do not introduce the lasso® nav catheter tip folded into the guiding sheath. The lasso® nav catheter is recommended for use with an 8 fr atraumatic soft tipped guiding sheath. Note: do not use the lasso® nav catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿first electrode was detached from its position and observed lifted the electrode¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿catheter electrode was not visualized ¿. Manufacturer¿s reference number: (B)(4).